Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found a optic tear and a bent haptic. A lens work order search was performed. Two other similar complaint type event found. (B)(4).

Event description:
A cq2015a intraocular lens, +18.5 diopter, was returned damage. The reporter stated that the cause of the lens damage was unknown. Not sure if it was mishandled or if the wrong lens was opened and loaded. Reporter was unable to provide additional information.